Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal tumor procedure, the blade of the device broke and a piece detached. There was no patient injury, and no piece of the device fell within the patient cavity.